Event description:
Edwards received notification from a territory manager that a patient with a 23mm transcatheter valve, implanted for 8 years, underwent a valve in valve procedure due to stenosis and regurgitation. Through follow-up with the hospital, the patient had elevated gradients (mean gradient 39mmhg, peak gradient of 67mmhg on echo). Tee showed normal ef with severe stenosis and an ava of 0.5. It was also stated that the patient had post-op complete heart block and a pacemaker was implanted on pod #3. The patient was discharged on pod#6.

Manufacturer narrative:
Supplemental report submitted to include additional information. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for event remains indeterminable. However, it is likely that patient co-morbidities or pre-existing valvular disease process contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-15204.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that a patient with a 23mm sapien valve, implanted 8 years, underwent a valve in valve procedure due to stenosis and regurgitation.